Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after doing a trial with all the srom and mbt instrument trials the scrub tech was taking the femoral trials apart and noticed that the stem trial just fell out of the sleeve trial rather then being connected. After looking closer it was noticed that the two little tabs on the stem were missing and had been broken off. They used a size smaller for the final trial. They found one tab and the other was thought to have been sucked up in the suction during wash out.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.